Event description:
It was reported, the patient had no stimulation sensation and did not know when they last felt stimulation. Increasing stimulation did not resolve the issue. The patient also experienced frequency and kidney infection. Medication and adjusting stimulation did not help the kidney infection. Shocking was reported. The patient¿s trial worked great. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va002am, implanted: 2012 (B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. The patient had called their hcp on (B)(6) to discuss their problem. The manufacturer representative then called the patient back.